Manufacturer narrative:
Product evaluation: the nim interface came in with 2 torn o-rings and 2 worn wave washers. Could not duplicate customer complaint. Disassembled, cleaned, replaced o-rings, replaced wave washers, reassembled. Tested successfully in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim patient interface was working intermittently intraoperatively. There was no patient impact.